Manufacturer narrative:
Investigation summary: one integra syringe was received in a sealed package and it was confirmed to be from batch #7208642 (B)(4). The returned sample was visually evaluated. And no defects were observed. The sample was then tested for leakage by aspirating and expelling 3.0ml of water. No leakage of any kind was observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 7208642. D.4. Medical device expiration date: 07/31/2022. H.4. Device manufacture date: 7/27/2017.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7208642. Medical device expiration date: 2022-07-31. Device manufacture date: 2017-07-27. Medical device lot #: 6267658. Medical device expiration date: 2021-08-31. Device manufacture date: 2016-09-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. There was no report of injury or medical intervention.